Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v009278, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: (B)(6) 2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain and peripheral neuropathy . It was reported that the patient (pt) had a frayed wire for his internal system that the health care professional (hcp) had to replace. The pt was asked a date for when this frayed wire was confirmed. Pt answered he went to the va and had some problems and was recommended to speak to his hcp. No further complications were reported.

Manufacturer narrative:
Product ID: 3998, lot# v009278, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: lead. Correction: evaluation code does not apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.